Manufacturer narrative:
Complainant city: (B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. It was noted that the stent struts at the proximal end of the stent were slightly raised and the struts were also raised in the centre of the stent and were bent distally. This damage is consistent with the stent meeting a resistance or an obstruction during the withdrawal of the device. There were no issues noted with the overall balloon profile, the balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. It was noted however that there was blood in the balloon which is indicative of a leak. A further microscopic examination of the device found numerous scratches on the outer. The damage was positioned between 5 and 30mm proximal to the proximal balloon weld. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 20-oct-2015. It was reported that crossing difficulties were encountered. The 92% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery (rca). Following pre-dilatation of the lesion with a 2.5x20mm non-bsc balloon catheter, a 38 x 3.00 promus premier drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.